Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On approximately, (B)(6) 2025, the patient was at a doctor¿s appointment when she felt her bg level drop. She felt dizzy and had presyncope. The patient¿s cgm was reading 120 mg/dl and the bg meter was reading 69 mg/dl. The patient¿s doctor treated the patient with glucose gel, coke, and peanut butter. At an unspecified time later, the patient¿s bg meter reading was 130 mg/dl and the patient¿s doctor removed the patient¿s sensor. The patient stayed at the doctor¿s office for approximately 1-2 hours and then went home. The patient was doing ¿good¿ at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.